Manufacturer narrative:
The field service engineer (fse) replaced the lamp, cuvettes, heat cut filter, degasser and sample and reagent probes. The fse also cleaned the optic path. A general reagent issue has been excluded as calibration and qc were acceptable. The customer had no issues with other patient samples or tests. Based on the information provided, the malfunction is consistent with a pre-analytical handling issue.

Manufacturer narrative:
This event occurred in (B)(6). Calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for g-glutamyltransferase ver.2 (ggt-2) on a cobas 8000 c 702 module. The initial result was 59 u/l. The repeat was 18 u/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct. The ggt-2 reagent lot number was 46832101 with an expiration date of 31-dec-2020.